Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation with the device.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has no hearing sensation with the device. The patient has been re-implanted on (B)(6) 2016.